Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a restricted posterior leaflet. The clip was intended to be placed medial a2/p2 with the possible addition of a second xtw due to the broadness of the jet. The physician crossed the valve with the clip open and became entangled in chords. After some minor maniuplation under the valve it became free and was brought into the left atrium for repositioning. After repositioning , it was suggested to cross more closed or at least < 60 degrees due to chords, however the physician wanted to cross open because they did not want to open clips into chords under the valve. The clip crossed safely, however they needed to adjust clip under the valve. While doing this, the clip became stuck again. They tried to invert, but the clip pinched the anterior leaflet and could not be freed. In long axis imaging, the leaflets looked well inserted and the clip appeared reasonably oriented. They decided to take the grasp and deploy the clip. Mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be due to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae being caught. There is no indication of a product issue with respect to manufacture, design or labeling.